Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise and low amplitude morphology measurements. The s-ICD remains in service and there have been no adverse patient effects were reported.